Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device is displaying error code ¿auto-zeroing of machine and proximal pressure transducers in post failed¿ when upgrading device to 1.3sw. This is a result of the recent philips recommendation that customers with 1.2 sw upgrade to 1.3 sw. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem.

Manufacturer narrative:
G4:12mar2021. B4:18mar2021. H11 this complaint was created in error. There was no allegation of a malfunction. The customer only had a software inquiry question. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.